Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus deliveries. There was no impact to the customer's blood glucose level. The customer declined to complete troubleshooting with tandem technical support to determine the source of the most recent occlusion.